Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and average tortuous mid right coronary artery (rca). The 20mm x 2.5mm maverick2 monorail balloon ruptured at approx 8 atms during the initial inflation. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".